Manufacturer narrative:
The ICD and the lead under complaint were received and subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular and farfield channels. However, a thorough analysis of the ICD proved the device to be fully functional. In the course of the visual inspection of the lead multiple signs of wear along the lead body were found. In particular 33 cm proximal to the lead tip the insulation was found squeezed and deformed. In this region the coating of the conductor cables to the rv shock coil and to the svc shock coil was found damaged. These findings can be considered to be the root cause of the noise mentioned in the complaint description, which led to vf detections with a shock delivery. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Deformations of both shock coils were noted during the analysis, which most likely occurred during the extraction procedure.

Event description:
Ous MDR - after an implantation period of approximately 66 months oversensing and inappropriate shocks were reported. The lead was not returned to biotronik.